Manufacturer narrative:
Continued e1 phone number :(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Health professional reported right side "capsular contracture," baker grade iii. No treatment occurred. Device remains implanted.